Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged for possible under delivery on insulin pump. Customer¿s blood glucose was 383 mg/dl and customer was treated with bolus. Customer stated that insulin exited at quick release. Customer also stated that they heard beep on the insulin pump saying high blood glucose. Insulin pump will not be returned for analysis.